Event description:
Caller reported comparing the inform system to a lab result for a neonatal patient with results of 69 mg/dl on the inform system and 49 mg/dl for the lab result within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.